Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The pch instrument was analyzed and found to have a broken distal clevis on both sides of the ears of the clevis. There are missing pieces from the clevis, but the size of the missing pieces cannot be confirmed. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has been received for failure analysis evaluation; however, the evaluation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part at the tip of the permanent cautery hook instrument broke off. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. An x-ray was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical adviser reached out to the staff who was present during the procedure. The device was used on the patient, and a plastic fragment was identified within the patient. It is unknown when the fragment fell off. The surgeon retrieved the fragment intraoperatively. Upon review, the staff determined that the fragment originated from the yellow rectangular plastic component on one side of the intuitive hook. The item was currently in transit for further review. An x-ray was obtained per policy and was read as negative by the radiologist. At this time, the patient has no known complications related to this event.